Event description:
It was reported that during a peripheral stent placement procedure, stent deployment and removal difficulties occurred. The lesion was located in the moderately calcified and moderately tortuous subclavian artery. Vascular access was obtained in the groin. The physician placed the 7.0x30x135cm express vascular ld premounted stent system in the intended location and inflated the balloon to 3atms. It was noted that both the proximal and distal ends of the stent opened. The physician then inflated the balloon to 5atms, however, the stent would not expand further. The balloon was deflated and the device was removed from the lesion. The physician encountered difficulties removing the device through the introducer sheath. It was noted that the proximal and distal ends of the stent were expanded and the stent system could not be removed. The patient was taken to surgery and the stent system was removed. The procedure was not completed due to this event, however, the physician does intend to stent the subclavian artery at a later date. No further complications were listed and the patient's status was reported as 'stable'. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a peripheral stent placement procedure, stent deployment and removal difficulties occurred. The lesion was located in the moderately calcified and moderately tortuous subclavian artery. Vascular access was obtained in the groin. The physician placed the 7.0x30x135cm express vascular ld premounted stent system in the intended location and inflated the balloon to 3atms. It was noted that both the proximal and distal ends of the stent opened. The physician then inflated the balloon to 5atms, however, the stent would not expand further. The balloon was deflated and the device was removed from the lesion. The physician encountered difficulties removing the device through the introducer sheath. It was noted that the proximal and distal ends of the stent were expanded and the stent system could not be removed. The patient was taken to surgery and the stent system was removed. The procedure was not completed due to this event, however, the physician does intend to stent the subclavian artery at a later date. No further complications were listed and the patient's status was reported as "stable". This product is only (B)(4) approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned inside a guiding sheath which was inside an 8 french sheath. A 0.035" guidewire was inside the device. Visual and tactile examination of the balloon and the stent revealed the stent had moved forward distally. The proximal end of the balloon was slightly inflated and the stent struts on the proximal end of the stent were bent backwards and spread out. The distal end of the stent was slightly flared and the stent struts were raised. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).